Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. The sensor was found to be in sensor state 6 (indicating early termination). Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor soldering was observed on battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery as the therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported lower sensor scan result of 132 mg/dl in comparison to 172 mg/dl on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced akathisia and seizure and was taken to a hospital, where a healthcare professional (hcp) measured unspecified glucose readings from an hcp meter. The customer received short and long-acting insulin (dose unspecified) and lasix administered by the hcp as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported lower sensor scan result of 132 mg/dl in comparison to 172 mg/dl on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced akathisia and seizure and was taken to a hospital, where a healthcare professional (hcp) measured unspecified glucose readings from an hcp meter. The customer received short and long-acting insulin (dose unspecified) and lasix administered by the hcp as treatment. There was no report of death or permanent impairment associated with this event.